Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the sureform 60 stapler instrument and the reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show that pn 480460-09, lot l90211013-0301 was installed 3x and fired 3 reloads (all green). All firings were completed per the logs. First two firings had no pauses for compression, and the 3rd firing had 1 pause. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is a reportable adverse event and malfunction due to the following: it was alleged that the staple line was incomplete as a result of a tissue pushout event with no claim or evidence of mishandling/misuse. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. The injury required hemostasis with re-stapling and bipolar energy, which is an unplanned medical intervention. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, during stapling at the esophageal level, the sureform stapler fired but the staples were not deployed. The stapler did not cut and caused a breach in the esophageal mucosa. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the color of the stapler reload was green. No error messages appeared during the stapling issue. The surgeon stapled over a previous staple line. The issue caused a blood loss from the stomach of 100cc. There was no blood transfusion administered to the patient. Hemostasis was achieved with bipolar energy and re-stapling of the stomach tissue. The issue caused a delay of 90 minutes. The total duration time of the procedure was 4h 54min.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the sureform 60 stapler instrument and the reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show that pn 480460-09, lot l90211013-0301 was installed 3x and fired 3 reloads (all green). All firings were completed per the logs. First two firings had no pauses for compression, and the 3rd firing had 1 pause. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is a reportable adverse event and malfunction due to the following: it was alleged that the staple line was incomplete as a result of a tissue pushout event with no claim or evidence of mishandling/misuse. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. The injury required hemostasis with re-stapling and bipolar energy, which is an unplanned medical intervention.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, during stapling at the esophageal level, the sureform stapler fired but the staples were not deployed. The stapler did not cut and caused a breach in the esophageal mucosa. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the color of the stapler reload was green. No error messages appeared during the stapling issue. The surgeon stapled over a previous staple line. The issue caused a blood loss from the stomach of 100cc. There was no blood transfusion administered to the patient. Hemostasis was achieved with bipolar energy and re-stapling of the stomach tissue. The issue caused a delay of 90 minutes. The total duration time of the procedure was 4h 54min.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with green sureform 60 reloads and there were no malformed staples or incomplete firings observed. No issues with cutting were observed. A visual inspection did not reveal any damage. A review of the logs did not show any firing failures. The root cause is attributed to non-device related factors.